Event description:
Consumer stated he/she "used the brush for two days now...my concern is that every time I've brushed, I end up with a stray bristle in my mouth. The first brushing was the worst- a mouthful of loose bristle- but I'm still experiencing a few in my mouth each time." Requested the product back but it was not returned.